Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged one piece sled, damaged anvil. The long60 device was received for analysis with the anvil bent upwards and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/3. Additionally, the one piece sled and cartridge body were found to be damaged making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device was used with the first reload with no issue. When loaded with the second reload ecr60d (properly placed), the device blocks and releases only one staple line (instead of three). Another like device was used to complete the procedure. There were no adverse consequences for the patient.